Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6)2022. During the procedure, it was noticed that the cutting wire separated and could not be used. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (Device codes): medical device problem code (B)(4). (Evaluation conclusion codes): evaluation conclusion code(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.